Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: twenty one samples were received at the manufacturing site and two (2) photos were received. Investigation was limited as no further testing can be completed at the manufacturing site. The photos do show that the customer had an issue with the product. The customer samples were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tubes are breaking during centrifuge with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. This occurred on 8 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: tube broken while centrifuging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes are breaking during centrifuge with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. This occurred on 8 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: tube broken while centrifuging.